Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was inserted into the endoscope and was able to grasp and lock onto tissue. However, the clip broke when the handle was opened and closed, it failed to release from the catheter to deploy. The defective clip was removed from the endoscope, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on july 01, 2021. It was reported that the clip arm fell off.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was inserted into the endoscope and was able to grasp and lock onto tissue. However, the clip broke when the handle was opened and closed, it failed to release from the catheter to deploy. The defective clip was removed from the endoscope, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.